Manufacturer narrative:
Despite multiple follow up attempts with the user the removal status of the sensor could not be confirmed. No further follow up attempts will be made as multiple attempts were made to gather the information.as per dms, the user is using the system with up-to-date information with the new sensor (B)(6).

Event description:
On 19 nov 2024, senseonics was made aware of an incident where physician was unable to remove the old sensor (B)(6) on the first attempt made.the event happened on 25-oct-2024.